Manufacturer narrative:
No sample or lot number info was provided for evaluation and no indication was given that the product failed to perform its intended function. The lot number is unk; no device history review can be performed. The event description does not suggest that a device failure has occurred but that the event is procedural related. Vaginal erosion is a well known potential complication of this type of procedure. IFU states under section labeled adverse reactions: "potential adverse reactions are those typically, associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum or any viscera may occur during needle passage." Baseline report previously provided.

Event description:
It was reported that following an anterior repair procedure in 2006, the pt returned complaining of pain. The doctor treated the pt for pain but reported that the pt did not follow his treatment regime. The doctor has not examined the pt since treating her for pain. The pt was given antibiotics prior to the surgery. The suture line was mid-line and the mesh was placed under the pubocervical vaginal wall and rectovaginal fascia. The mesh was stitched into place and tacked down on both lateral walls. Single mid-line vertical incisions were made and the anterior vaginal vault was closed. The pt began experiencing pain, bleeding, and a malodorous discharge and consulted a different doctor who diagnosed erosion of the implant material. The second doctor removed the implant in 2006. The current status of the pt was unk. This is the second of two procedural complications that occurred with the same pt who was undergoing multiple procedures on the same day.